Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that there were no allegations associated with the explanted rv lead and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.